Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, death occurred. In (B)(6) 2008, the patient presented with stable angina and an abnormal stress test. Cardiac catheterization was recommended. The 70% stenosed, 20.0 mm long target lesion was located in the first diagonal, with a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 24 mm taxus ion stent. Following post dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. On (B)(6)-2012, the patient died due to congestive heart failure.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).